Event description:
Philips received a complaint by the customer on the v60 (pic 1.30) indicating a device malfunction as the device displayed a 1124 "battery failed" alarm error message on the screen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device displayed a 1124 "battery failed" alarm error message on the screen. Also, the battery light emitting diode (led) was flashing after the battery had been charging. The remote service engineer (rse) performed troubleshooting with the customer and verified that the 1124 error code was logged in the event log and 16.7 voltage direct current (vdc) reading in output volts in pneumatics. The issue remained despite a philips battery replacement. The rse verified that the power management (pm) printed circuit board assembly (pcba) had pic software 1.30 installed and provided the customer with the part number of the replacement pm pcba upon request. The investigation is ongoing.